Event description:
The middle number in the display is missing part of the number. During the trouble shooting process it was learned that there are missing segments in the tens position of the display. A request was made to have the meter returned for evaluation. In the meantime a replacement unit was provided.